Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low reading from the adc freestyle libre sensor scan in comparison to lab reading. Customer received 134 mg/dl on the sensor scan compared to lab reading of 377 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information - device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The returned sensor plug was observed to be properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving low reading from the adc freestyle libre sensor scan in comparison to lab reading. Customer received 134 mg/dl on the sensor scan compared to lab reading of 377 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.